Manufacturer narrative:
The reported events were sensing noise, lead abrasion and inappropriate shock. As received, a partial lead was returned in two pieces. The reported event of lead abrasion was confirmed. Visual inspection found two external insulation abrasions that breached the optim sheath with intact silicone insulation beneath and the right ventricular cable lumen with intact etfe cable coating and inner coil lumen at the proximal and distal region. The cause of lead abrasion was due to external insulation abrasion consistent with friction to device can and friction to another device or feature of the heart. The reported event of sensing noise was confirmed. Electrical tests found a short between ring electrode cables and right ventricular cables. Destructive analysis found an internal insulation abrasion that breached the ring electrode cable lumen underneath the right ventricular shock coil with one abraded ring electrode etfe cable coating. The inner coil lumen was intact in this region. The cause of the reported event of sensing noise was due to the internal insulation abrasion.

Event description:
New information received notes that the lead was explanted and replaced. No further adverse patient consequences were reported.

Event description:
It was reported that the patient presented for remote follow up via merlin.net. A review of the transmission revealed that the patient had a true ventricular fibrillation (vf) episode that was appropriately terminated by the device. However, new over-sensed noise exhibited by the right ventricular lead was noted after the vf episode. The patient received inappropriate shocks as a result. Tachycardia therapy was disabled via programming. The patient was put in a defibrillation vest and discharged home.